Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. It was reported the garment straps were rubbing against the patient's skin causing an open wound. There was no alleged device malfunction contributing to the irritation. The patient was prescribed pepanthen salve from a medical professional and the irritation improved

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. It was reported the garment straps were rubbing against the patient's skin causing an open wound. There was no alleged device malfunction contributing to the irritation. The patient was prescribed pepanthen salve from a medical professional and the irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.